Event description:
Customer reported that she had low blood glucose due to her insulin pump is constantly pumping and giving him too much insulin. Customer stated that the insulin pump is alarming motor error, squirting the insulin out during the manual prime and the time and date are incorrect. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to protruded/loose drive support disk. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test. Cracked reservoir tube and lip, cracked battery tube threads, cracked belt clip slot and scratched display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.